Manufacturer narrative:
(B)(4). Batch # u5ad34. Additional information was requested, and the following was received: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? With the locking button. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Manual override did the jaws eventually open? No. Is the current patient status known? He's good was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Nothing. Please explain what is meant by 'they needed to open the hiding place'? What is meant by the 'hiding place'? They needed to open the manual override. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass, the device blocked, and they needed to open the hiding place.